Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and issue could not be reproduced upon testing. Log review showed errors m-32, c-37, and 2-8a, and the erbe internal log also recorded c-84, m-b0, and m-32. Functional testing confirmed normal power-on and successful cauterization across ports/instruments.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure using an xi system, a clinical sales representative (csr) called to report a system issue on behalf of the customer. The surgeon stated that during multiple procedures, the long bipolar grasper instrument did not deliver expected cautery effect even when the effect mode was set to 8. The customer reported that this issue did not occur when using the same instrument type on another system (sk4419). The csr did not have details on troubleshooting steps performed or whether the issue occurred with other bipolar instruments. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no dependent serial numbers recorded for the long bipolar grasper instruments used across multiple days and no erbe-specific errors. At this time, it is unknown how the procedure proceeded.